Manufacturer narrative:
Inspecting pcm manifold pressure revealed a pressure of .0115 with the unit running compared to the expected .15. Fluid removed from pressure sensor line. Pressure relief valve inspected to reveal no unusual crystallization. Replaced disc air filter. Software was updated. Unit was able to complete an endurance test without any service alerts provoked. The actions taken appear to have resolved the pressure issues. Unit is now able to warm as expected on both channels. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00039 this resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 6 out of 16.

Event description:
User reported issues related to the heater cooler unit not warming sufficiently. Heater cooler wasn't warming past 26.6 degrees on the patient side, the user switched out the heater cooler and performed the rest of the case without issue. Failure to heat or cool is considered a reportable event. There was no patient harm as a result of this malfunction.